Manufacturer narrative:
Concomitant medical product: d314trg ICD implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds and the right atrial (ra) lead was not working. Fluoroscopy confirmed that the ra lead was dislodged from the appendage and floating free in the atrium. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.